Event description:
It was reported that device interrogation demonstrated a high pacing impedance of the patient¿s right atrial (ra) lead, which was suspected to be due to lead fracture from subclavian crush. The patient subsequently presented for lead revision, during which the ra lead was capped and successfully replaced on (B)(6) 2026. The patient remained stable.